Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Evaluation in process. Note: manufacturer contacted customer in a follow-up call on 19-apr-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for lo, low and erratic blood glucose test results. The customer is concerned with test results from results obtained of lo and 66mg/dl and back to back blood tests of 117 and 67mg/dl. The customer¿s expected am fasting blood glucose test result range per her physician is 60-95mg/dl and expected blood glucose test result one hour post meal is less than 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/14/2023 and open vial date is less than one week. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 01-jun-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: low readings. No defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Root cause: rc-061: storage outside specifications.